Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an endovascular treatment (evt) case, a saber rx pta (5mm4cm155) was inserted and inflated for the lesion; however, it ruptured at 10 atmospheres (atm). Therefore; it was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, during an endovascular treatment (evt) case, a 5x40mm 155cm saber rx percutaneous transluminal angioplasty (pta) was inserted and inflated for the lesion; however, it ruptured at ten (10) atmospheres (atm). Therefore; it was replaced with a new non-cordis balloon catheter and the procedure was completed successfully. There was no reported patient injury. No additional information was provided. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A device history record (DHR) review of lot 17627895 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, lesion characteristics (although not provided) and procedural/handling factors most likely contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.